Manufacturer narrative:
Additional information: d1 (brand name), d3: device manufacturer name, d4: unique identifier (UDI) #, g4 (ma/510k # or bla #), h3, h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Baxter healthcare - mountain home: 1900 n highway 201, mountain home ar 72653, united states. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect the cassette from the transfer set. The patient clamped and cut the patient line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.